Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left basilic vein. A 5.00mm/2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured in the middle part upon first inflation at 6 atmospheres for 10 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).